Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, while pushing down the thumb advancer the number three could not be advanced into the window and the sheath could not be split completely. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The thumb advancer not advancing can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as improper splitting of the sheath is due to radial force constriction on the sheath or carving of the flex guide which may contribute to the thumb advancer not advancing. Patient anatomical conditions, such as a tight tissue tract may also contribute to thumb advancer not advancing. However, information regarding user technique was not provided. A conclusive cause for the reported event of the thumb advancer not advancing could not be determined. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information.